Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v280392, implanted: 2009-(B)(6), product type lead. Product ID 3387s-40, lot# v236672, implanted: 2009-(B)(6), product type lead. Product ID 37085-95, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37085-95, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37651, serial# (B)(4), product type recharger. (B)(4).

Event description:
A company representative (rep) reported that the ins (implantable neurostimulator) was suspected be in overdischarged. The patient was in ER on the day of report and they did not bring their recharger or patient programmer. It was indicated that the rep was unable to interrogate the ins with recharger or physician programmer. The patient last successful recharge was one month ago. Power on reset (por ) was noted. The patient was not feeling stimulation. It was later reported that physician recharge mode was performed and they were able to clear the por and the ins was charged up to 25 % full. A day later, rep confirmed the ins was in overdischarged mode. Additional information received from a company representative on 10/20/2015 provided that the patient had a history of not continuously charging throughout the week. According to the movement disorder nurse practioner, the patient routinely forgets to take her medication. This is the second time the patient has gone into an over discharge mode. The first over discharge occurred back in (B)(6) of 2014. The indications for use for this patient were essential tremor and movement disorders.